Event description:
It was reported that a vessel dissection occurred. The patient was enrolled in the ranger ii sfa study on (B)(6) 2018 with the patient identifier of (B)(6); the index procedure was performed on the same day. A right leg angiogram was performed with angioplasty of the right sfa severe stenosis with dcb as part of the ranger protocol. The target lesion was located in the right sfa and it had 80% stenosis, was moderately calcified, reference vessel diameter of 5 mm, a length of 45 mm, and was classified as a tasc ii b lesion. The target lesion was treated with pre-dilatation using an unspecified 5 mm x 40 mm balloon. Post pre-dilatation was done with a 6mm x 60mm ranger drug coated balloon to treat the target lesion. Post dilatation was not performed. Subject developed palpable pedal pulses, namely the dorsalis pedis pulse, posterior tibial pulse and 1plus anterior tibial pulse. The patient was discharged as an outpatient. On (B)(6) 2019 subject came in for a clinic visit and noted recurrent symptoms of exertion, no complaints of numbness, rest pain, tissue loss or gangrene reported by the patient. The patient had an absent pedal pulse on the right side. Non-invasive arterial studies reveal distal right sfa disease and trifurcation disease. Ankel brachial index (abi) and pulse volume recordings revealed a decline in the right leg abi from 0.9 to 0.78. Findings were suggestive of right iliac and right sfa disease. On (B)(6) 2019, subject had a target vessel revascularization completed in the right target limb. The procedure was performed due to greater than 50% stenosis, worsening abi, and recurring symptoms for which the index procedure was performed (claudication). An unspecified 6f introducer was used. The patient was heparinized and an angled tip catheter and non-bsc guidewire were advanced into the right common femoral artery. Right leg angiogram revealed patency of the common femoral artery, patent proximal sfa, greater than 70% stenosis in the profunda femoris artery past the first 2cm, severe stenosis in 2 lesions in the right mid sfa and at the distal aspect of the above-knee popliteal artery. The vessel diameter was 5mm and the lesion length was 40mm. Severe stenosis was identified with 3-vessel runoff in the proximal calf. A non-bsc catheter and a 0.018 v-18 guide wire were used for the procedure and advanced to the peroneal artery. A 5 mm sterling balloon was used and angioplasty of the popliteal and sfa lesion was performed for 2-min inflations sustained. Then the sfa was treated with an unspecified 6 mm balloon and angioplasty was performed for residual stenosis in the popliteal and into the sfa. Angiography was performed again, which revealed no residual stenosis in the sfa lesion. However, there was still recoil stenosis and a grade c dissection at the distal p1 segment of the popliteal artery. This was treated with a non-bsc 5 x 60mm stent. Completion angiography revealed excellent technical results, no residual stenosis and brisk flow through the sfa and popliteal treated lesions. No thrombus was seen post-revascularization, and final stenosis of lesion was 0%. Patient tolerated procedure well and has not returned for complications. No further interventions were needed.

Manufacturer narrative:
Correction to event: describe event or problem. Initially reported: then the sfa was treated with a 6 mm sterling balloon and angioplasty was performed for residual stenosis in the popliteal and into the sfa. Event being corrected to: then the sfa was treated with an unspecified 6 mm balloon and angioplasty was performed for residual stenosis in the popliteal and into the sfa.

Event description:
It was reported that a vessel dissection occurred. The patient was enrolled in the (B)(6) study on (B)(6) 2018 with the patient identifier of (B)(6); the index procedure was performed on the same day. A right leg angiogram was performed with angioplasty of the right sfa severe stenosis with dcb as part of the ranger protocol. The target lesion was located in the right sfa and it had 80% stenosis, was moderately calcified, reference vessel diameter of 5 mm, a length of 45 mm, and was classified as a tasc ii b lesion. The target lesion was treated with pre-dilatation using an unspecified 5 mm x 40 mm balloon. Post pre-dilatation was done with a 6mm x 60mm ranger drug coated balloon to treat the target lesion. Post dilatation was not performed. Subject developed palpable pedal pulses, namely the dorsalis pedis pulse, posterior tibial pulse and 1plus anterior tibial pulse. The patient was discharged as an outpatient. On (B)(6) 2019 subject came in for a clinic visit and noted recurrent symptoms of exertion, no complaints of numbness, rest pain, tissue loss or gangrene reported by the patient. The patient had an absent pedal pulse on the right side. Non-invasive arterial studies reveal distal right sfa disease and trifurcation disease. Ankel brachial index (abi) and pulse volume recordings revealed a decline in the right leg abi from 0.9 to 0.78. Findings were suggestive of right iliac and right sfa disease. On (B)(6) 2019, subject had a target vessel revascularization completed in the right target limb. The procedure was performed due to greater than 50% stenosis, worsening abi, and recurring symptoms for which the index procedure was performed (claudication). An unspecified 6f introducer was used. The patient was heparinized and an angled tip catheter and non-bsc guidewire were advanced into the right common femoral artery. Right leg angiogram revealed patency of the common femoral artery, patent proximal sfa, greater than 70% stenosis in the profunda femoris artery past the first 2cm, severe stenosis in 2 lesions in the right mid sfa and at the distal aspect of the above-knee popliteal artery. The vessel diameter was 5mm and the lesion length was 40mm. Severe stenosis was identified with 3-vessel runoff in the proximal calf. A non-bsc catheter and a non-bsc 0.018 guide wire were used for the procedure and advanced to the peroneal artery. A 5 mm sterling balloon was used and angioplasty of the popliteal and sfa lesion was performed for 2-min inflations sustained. Then the sfa was treated with a 6 mm sterling balloon and angioplasty was performed for residual stenosis in the popliteal and into the sfa. Angiography was performed again, which revealed no residual stenosis in the sfa lesion. However, there was still recoil stenosis and a grade c dissection at the distal p1 segment of the popliteal artery. This was treated with a non-bsc 5 x 60mm stent. Completion angiography revealed excellent technical results, no residual stenosis and brisk flow through the sfa and popliteal treated lesions. No thrombus was seen post-revascularization, and final stenosis of lesion was 0%. Patient tolerated procedure well and has not returned for complications. No further interventions were needed.